Event description:
The instrument was returned for repair in january 2004. The paperwork which accompanied the instrument indicated the instrument broke during a surgical procedure in 2003. Two hours into the surgical procedure the jaw part broke off while tightening on bone. No pt injury was reported but the reporter did indicate "could have caused an injury."